Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/19/2013 with the following results:testing confirmed the 'up' button is unresponsive. The keypad was undamaged. Removed keypad cover to check condition of the button contacts: no contamination or any other anomaly found. Unrelated to complaint, observed the battery compartment is cracked at opening of battery chamber extending down to the primary seal. A leak test confirmed a battery compartment leak, but there was no evidence of moisture ingress in battery compartment. Moisture residue/corrosion was found on internal components and printed circuit boards. Have visual confirmation of moisture in pump. There is moisture behind the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/ moisture) issue. It was reported that the keypad buttons were unresponsive. The audio bolus button was missing, and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.